Manufacturer narrative:
Concomitant medical products: product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2020 product type: catheter product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2020. It was reported that when the catheter was replaced, kinking was observed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated regarding the acti ons/interventions taken to resolve the event included, slowly weaning down the fentanyl and bupivacaine. It was noted these would be weaned down next week. The catheter would be explanted and replaced (date to be determined). At this time, the catheter was still in use, remained implanted to be explanted, and replaced in the near future. The patient would request the catheter be returned for analysis. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study. The patient reported pain relief on (B)(6) 2020. The event was resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Continuation of d11: product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. H3: analysis of the catheter revealed a hole in the catheter body caused by a deep abrasion. H6 correction: the patient code c50487 was not previously applied in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID 8596sc lot# serial# hg3y4vd05 implanted: (B)(6) 2020 explanted: product type catheter product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl ( 2000 mcg at 700.17094 mcg/day) and bupivacaine (20 mg at 7.00171 mg/day) via an implantable pump.it was reported that on (B)(6) 2020 the patient was not really noticing the bolus and not getting as much relief. The clinical diagnosis was decreased pain relief. On this date the fentanyl was increased. A catheter dye study was performed on (B)(6) 2020 and failed as the access port could not be aspirated. The hcp started weaning the patient and decreased meds by 25%. The patient was given oxycodone and morphine sulfate for withdrawals. On (B)(6) 2020, the patient was in the hospital for withdrawals and negative reaction to morphine sulfate. On (B)(6) 2020, the patient was in the clinic for reprogramming to decrease fentanyl. A catheter revision was scheduled for (B)(6) 2020. It was indicated the event was possibly related to the pump or therapy and unlikely related to the implant procedure. It was noted the issue was ongoing. The patient's weight was 158 lbs.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter, product ID 8598a, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via company rep. It was reported that the patient had increased pain over the last month. On (B)(6) 2020 a dys study was performed and couldn't aspirate. It was reported that during surgery the spinal segments were disconnected and there was no cerebral spinal fluid (csf) flow. The existing catheter was replaced with a new spinal catheter. It was reported that the catheter had some type of fracture with a hole that was leaking csf and probably some drug. It was reported that this was around the level of the lamina entry and that the fracture was possibly due to the lamina rubbing on the catheter. No environmental/external/patient factors were reported. The issue was resolved.

Manufacturer narrative:
Continuation of d11: product ID: 8596sc, serial# :(B)(6), implanted: (B)(6) 2020, product type: catheter; product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was occlusion. It was noted the patient was not related to the implant procedure. The patient required in-patient or prolonged hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# :(B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 19-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 it was reported that the patient found out that her catheter has an issue and is no longer providing medication. Per the patient, she had her pain pump refilled and 2 or 3 days later on (B)(6) 2020 she started having pain and no relief from giving herself a bolus. She went in on (B)(6) 2020 to have a dye study done and found out that the catheter was not functioning correctly. The ¿cdf tip was at p7¿. The patient was now taking ¿uxy¿. No further complications have been reported as a result of this event.